Event description:
I work at a community hospital in xxxxxxx xxxx and we use cerner as our computer system. When a patient is admitted, the pharmacist or nurse documents a medication history for the provider to review and convert to an inpatient order. We have chosen to have this list show up on every encounter for the md/rph/rn review with patients and modify if needed. We admitted an (B)(6) year old lady who had sotalol 80mg po bid originally entered in our home med list on (B)(6) 2014. She was readmitted to our hospital on (B)(6) 2015 (2 months later) and this medication was continued per patient verification. The physician converted the order to an inpatient order. Our night pharmacist was reviewing the order and questioned the dose. We have the ability to review an external pharmacy history. Medications from outpatient pharmacies populate this field which allows us to review medications, directions for use and refill history. The pharmacist noticed the directions as: tk ss t po bid. Pharmacists are very aware of the latin terminology and we know that ss means half. However, nursing staff and newer physicians are not aware of some of these latin terms and the dose was continued at 80mg bid. (B)(6) does not recommended we use ss and this is the perfect reason why. The pharmacist double checked and the patient was only taking half of an 80mg tablet twice daily and the order was changed. I have contacted cerner asking them if they could look at their program and have it populate the actual patient instructions on the bottle that is generated from what the pharmacy staff enter in their system to get the desired patient label. I have not heard back from them yet. Patient's age: older adult (65-84 years). (B)(6).